Event description:
A peritoneal dialysis (pd) patient contact reported fluid was seen leaking from the patient line. The contact stated there was a hole on the patient line, causing solution to leak. There was no fluid leaking from the cassette module. The back of the cassette was intact. The contact stated the cycler prompted with an m31 air detected in cassette warning during drain 4 of 6 of treatment. The patient was connected during the incident. The contact was assisted with cancelling the treatment and to follow-up with the peritoneal dialysis registered nurse (pdrn) as the patient did not want to re-setup with new supplies. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient reported the patient line leaked after reporting the cycler prompted with the cycler alarm but did not provide any more details. The pdrn stated there was no fluid contact with the cycler or fluid leak noted from any other components. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The pdrn stated the patient came into the clinic the same morning and was provided two rounds of prophylactic medication (vancomycin, oral, 1g) and has remained asymptomatic. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used for this treatment was available for return for physical evaluation by the manufacturer. It was noted that there was no defect or damage seen on the set set prior to the reported leak. Per pdrn the patient confirmed they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported fluid was seen leaking from the patient line. The contact stated there was a hole on the patient line, causing solution to leak. There was no fluid leaking from the cassette module. The back of the cassette was intact. The contact stated the cycler prompted with an m31 air detected in cassette warning during drain 4 of 6 of treatment. The patient was connected during the incident. The contact was assisted with cancelling the treatment and to follow-up with the peritoneal dialysis registered nurse (pdrn) as the patient did not want to re-setup with new supplies. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient reported the patient line leaked after reporting the cycler prompted with the cycler alarm but did not provide any more details. The pdrn stated there was no fluid contact with the cycler or fluid leak noted from any other components. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The pdrn stated the patient came into the clinic the same morning and was provided two rounds of prophylactic medication (vancomycin, oral, 1g) and has remained asymptomatic. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used for this treatment was available for return for physical evaluation by the manufacturer. It was noted that there was no defect or damage seen on the set set prior to the reported leak. Per pdrn the patient confirmed they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event.